Event description:
It was reported that on (B)(4) 2007: patient sustained an on the job injury picking up a box of soda syrup. (B)(6) 2009: patient presented with a history of back pain. Patient underwent a MRI which found: l3-4 and l4-5, posterior 3mm disc protrusion/herniation presses on the thecal sac and narrows the medial aspect of the neural foramen on each side contacting the nerve root in the neural foramen bilaterally; l5-s1, posterior 3-4 mm disc protrusion/herniation presses on the thecal sac extending somewhat more to the left than the right impinging on the left s1 nerve root as it emerges from the thecal sac. Disc pathology extends laterally to create narrowing of the neural foramen on each side contacting the l5 nerve root in the neural foramen bilaterally. (B)(6) 2010: patient presented with back pain and bilateral leg pain, worse on the right. Patient has had a previous MRI scan of the lumbar spine revealing disc herniation at l3-4, l4-5, and l5-s1. Back pain is worse than his leg pain. His leg pain is present bilaterally, although worse on the right than on the left. X-rays of his pelvis reveal hips without degenerative joint disease and sacroiliac joints without sclerosis. X-rays of this lumbar spine to include flexion extension views reveal l3-4 extension angle measuring 15 degrees, forward flexion 8 degrees for a total change of 7 degrees, which is within normal limits. The l4-5 and l5-s1 both demonstrated clinical instability pattern with l4-5 extension angle measures 16 degrees. The l5-s1 extension angle measures 26 degrees that corrects in forward flexion for a total change of 16 degrees and 26 degrees consistent with the clinical instability pattern. Assessment: lumbar herniated nucleus pulposus l3-4, l4-5, and l5-s1 with instability at l4-5 and l5-s1 and failed conservative treatment for 3 years. (B)(6) 2010: patient presented for a pre surgical psychological evaluation. Findings: the patient was found to have the following risk factors; minimal reactive depression, anxiety, and a tendency see himself as disabled by any continued pain or discomfort. Patient is cleared for surgery. (B)(6) 2010: patient presented for lower emg and nerve conduction study. Findings: the paraspinals showed a slight irritability on insertion at 1+ in the l3-4 myotomes bilaterally but without spontaneous potentials or polyphasics. There was 1+ polyphasicity and increased insertional activity bilaterally in the gluteus maximus sampling with 1+ pattern reductions. External anal sphincter sampling showed excellent patterns both resting and volitional with no polyphasicity. Adductors were normal bilaterally. There was increased insertional activity at 1+ in the left quadriceps and 1+ reduction in pattern with a 1+ reduction in pattern without irritability on the right. There was 1+ increased insertional activity bilaterally in the anterior tibialis, peroneus longus, and biceps femoris sampling with 1+ polyphasics on the left and actually slightly greater 2+ patter reduction on the right in the anterior tibialis. Gastrochemii demonstrated increased insertional activity at 1+ on the right with 1+ polyphasicity and reduction in pattern whereas on the left, there was a minimal reduction in pattern but no acute irritability. Impression: 1. There is an indication of bilateral l4, l5, and s1 radiculopathy with minimal acute changes and with very slight axonal changes showing primarily irritability. There is no slowing of the tibial f-waves or h-reflexes and clinically his reflexes are intact; 2. There is no indication of lower sacral s2-s4 motor root involvement based on external anal sphincter sampling; 3. Overall, this pattern is one of chemical radiculitis often seen at multiple levels associated with annular tears and intradiscal leaks. (B)(6) 2010: patient presented with a pre op diagnoses of: lumbar herniated nucleus pulposus, l3-4, l4-5, and l5-s1; clinical instability, l4-l5-s1 with failed conservative treatment greater than 3 years. Patient underwent the following procedures: lumbar laminectomy; total facetectomy; decompression and discectomy, l5-s1 bilaterally; additional interspace, l4-5 and l3-l4 bilaterally; decompressive laminotomy at l2-3 bilaterally with decompression of cauda equine and neural foraminotmy of both l2 nerve roots; decompressive laminectomy of the sacrum bilaterally with decompression of cauda equine and neural foraminotmy of both s1 nerve roots; micro-dissection technique, harvesting and preparation of bone graft; intra op discogram, l5-s1, l4-l5, l3-4; reduction of subluxation l5-s1, l4-5, l3-4; anterior arthrodesis l5-s1, l4-5, l3-4; lateral arthrodesis, l5-s1, l4-5, l3-4; cage placement bilaterally, l5-s1, l4-5, l3-4 with use of rhbmp-2/acs ; posterior instrumentation segmental fixation bilaterally, l3, l4, l5, s1 with use of compression technique at l3-4, l4-5, and l5-s1 with use of crosslinks; implantation of bone growth stimulator. No complications were reported. (B)(6) 2010: patient presented with pain in his back but leg pain is gone. X-rays of his pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis. X-rays of his lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented bone graft with anterior and posterior instrumentation with cross links at all levels with ebi transmitter unit and electrodes in good position with no motion on flexion extension views. Assessment: three weeks status post lumbar spine reconstruction. (B)(6) 2010: patient presented with post op follow up. Patient displays weight loss and shoulder pain which is consistent with impingement syndrome. X-rays of his pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis. X-rays of his lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented arthrodesis with cross links at each level with ebi transmitting unit and electrodes in good position with new bone formation. Assessment: status post lumbar spine reconstruction. (B)(6) 2011: patient presented with pain about the ebi transmitter and numbness and tingling in both legs. X-rays of his pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis, and no focal findings. X-rays of his lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented arthrodesis with cross links at each level in good position with no motion on flexion extension views with ebi transmitter unit electrodes on the right. Exam found point of maximum tenderness at the ebi transmitter unit. Exam also found patient has paresthesias in the plantar aspect of both feet. Assessment: status post lumbar spine reconstruction with retained symptomatic nonfunctioning bone growth stimulator for required removal. (B)(6) 2011: patient presented with a pre op diagnosis of failed lumbar spine syndrome with retained symptomatic nonfunctioning bone growth stimulator for required removal. Patient underwent a review of the previous spinal surgery and removal of ebi transmitter unit, ebi electrode units bilaterally, and explorations of arthrodesis. There was a fracture of both ebi electrode units at the male female junction bilaterally. No complications were reported. (B)(6) 2011: patient presented for post procedure follow up. X-rays of patient¿s pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis or focal findings. X-rays of the lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented arthrodesis with three crosslinks in good position, well healed with no motion on flexion-extension views, no evidence of hardware loosening, failure or adjacent segment disease. Assessment: status post lumbar spine reconstruction with three year delay in treatment. (B)(6) 2011: patient presented with low back pain that radiates into both lower extremities. Pain is described as dull, burnings, constant and aching in nature. Patient has sensory deficits in the form of paraesthesias in l5-s1 and dermatomal distribution and some subjective feelings of weakness in the extremities. Examination found there is flattening of the normal lumbar curvature. There is mild facet tenderness at l4-5 and l5-s1 on both sides with mild paraspinous tenderness on both sides. Impression: post laminectomy syndrome; lumbar spondylosis; sciatica; myofascial syndrome. (B)(6) 2011: patient presented with no change in symptoms or any reduction in pain. Assessment: lumbar radiculopathy; lumbar herniated disc; sciatica; myofascial syndrome. (B)(6)-2011: patient presented with back pain and non-radicular leg pain and a problem with the neck. X-rays of patient¿s pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis or focal findings. X-rays of the lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented arthrodesis with three crosslinks in good position, well healed with no motion on flexion-extension views, no evidence of hardware loosening, failure or adjacent segment disease. Assessment: status post lumbar spine reconstruction with three year delay in treatment with healed arthrodesis; chronic pain. (B)(6) 2011: patient presented with a pre op diagnoses of: lumbar radiculopathy; lumbar herniated disc; post laminectomy syndrome; sciatica. Patient underwent a lumbar transforaminal injection bilateral at l5 levels with fluoroscopic guidance for precise needle placement and epidurogram with interpretation. No complications were reported. (B)(6)2012: patient reported a 75% relief in pain since esi. Assessment: lumbar radiculopathy; lumbar herniated disc; sciatica; myo fascial syndrome. (B)(6) 2012: patient presented with a pre op diagnoses of: lumbar radiculopathy; lumbar herniated disc; post laminectomy syndrome; sciatica. Patient underwent a lumbar transforaminal injection bilateral at l5 levels with fluoroscopic guidance for precise needle placement and epidurogram with interpretation. No complications were reported. (B)(6) 2012: patient presented with back pain and non-radicular leg pain and a problem with the neck. X-rays of patient¿s pelvis reveal hips without degenerative joint disease, sacroiliac joints without sclerosis or focal findings. X-rays of the lumbar spine to include flexion-extension views reveal l3-s1 decompression with global instrumented arthrodesis with three crosslinks in good position, well healed with no motion on flexion-extension views, no evidence of hardware loosening, failure or adjacent segment disease. Assessment: status post lumbar spine reconstruction with chronic pain, probable internal nerve root dysfunction secondary to delay in treatment. (B)(6) 2012: patient presented and stated his pain was at a 4/10 since the injections and with the medications. Assessment: lumbar radiculopathy; lumbar herniated disc; sciatica. (B)(6) 2012: patient presented and stated his pain and symptoms were beginning to return. Assessment: lumbar radiculopathy; post laminectomy syndrome; lumbar spondylosis; sciatica. (B)(6) 2012: patient presented with increasing low back pain. Patient states he has been diagnosed with a thyroid nodule and is undergoing surgery in november. Patient¿s current pain score 7/10. Assessment: lumbar radiculopathy; post laminectomy syndrome; lumbar spondylosis; chronic pain syndrome. (B)(6) 2013: patient presented for follow up and medication review. Patient reports pain has decreased with new meds. Assessment: lumbar radiculopathy; post laminectomy syndrome; lumbar spondylosis; chronic pain syndrome. (B)(6) 2013: patient presented for follow up and medication review. Patient reports pain has decreased with new meds. Assessment: lumbar radiculopathy; post laminectomy syndrome; lumbar spondylosis; chronic pain syndrome. (B)(6) 2013: patient presented for follow up and medication review. Patient reports pain has decreased with new meds. Assessment: lumbar radiculopathy; post laminectomy syndrome; lumbar spondylosis; chronic pain syndrome.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient underwent spinal fusion surgery due to damaged back and a bulging disc which occurred while picking up a box at work. Patient developed following complications from surgery: left leg goes numb, can't move too much, pain in his lower back, using upper back instead of lower back and that is causing more complications, taking pain meds and injections, developed an infection after surgery. On (B)(6) 2011: the patient presented with chronic pain. On (B)(6) 2011: the patient presented with lumbar radiculopathy and neuropathic symptoms.